Event description:
In 2002, a pt went to surgery for colonoscopy with left colon resection with anterior anastomosis. The surgeon was proceeding to ligate the retrosigmoid junction using the ta. The first ta diverticula that was fired did not fire the staple. It caused a defective staple line with an opening of the rectum. The surgeon proceeded to hold the edges of the rectum with three allises and proceeded to fire another ta. The case was prolonged.